Event description:
Livanova (B)(4) received a report that when pressing the push button switch on the s5 roller pumps used on the s5 system, it could not stay always in the on position and pumps turned off. The issue was identified during setup. There is no known patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The push button was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The push button switch is a mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a metal spring inside makes contact with two wires, allowing electricity to flow. When it's in the "off" position, the spring retracts, contact is interrupted, and current does not flow. The most likely root cause of the reported issue is a defective spring. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.